Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that there was intermittent capture and low impedance on the atrial lead. It was also reported that the device did not provide a longevity estimate and the device battery was at 2.49v. The device and lead remain in use. It was later reported that the atrial lead and the device were explanted and replaced. During removal of the atrial lead, the right ventricular lead was noted to be stuck to the atrial lead, and was therefore explanted and replaced.